Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, product type: catheter. (B)(4).

Event description:
Information was received by a consumer regarding a patient who was receiving clonidine (200 mcg/ml) at 21 mcg/day and dilaudid (hydromorphone; 20 mg/ml) at 2.1 mcg/day via an implantable pump. Indications for use included non-malignant pain. It was reported that, after the pump was placed in 2002 (consumer could not recall the date of the event), there was an inflammatory mass (im) was at the tip of the catheter. No additional patient symptoms were reported. There was no allegation against the implanted system. Further follow-up is being conducted to determine the how the im was discovered, associated patient symptoms, troubleshooting performed, actions/interventions performed, patient outcome, and relevant medical history/pre-existing conditions. If additional information is received, as follow-up report will be sent. [There was additional information reported that was not relevant to this event and therefore was omitted; see (B)(4) - ptm bolus button issue and battery depletion and (B)(4) -pump movement to l hip and pain ((B)(6) 2015)]